Event description:
It was reported that the right atrial lead exhibited high impedance as a result of a lead fracture. The lead was capped and replaced. The patient was noted to be doing fine after the event.

Manufacturer narrative:
(B)(4).